Manufacturer narrative:
The device was received, and eval is pending. Therefore, a follow-up report will be submitted upon quality investigation is completed.

Event description:
The essx handpiece was received for eval because the gasket was leaking and the device had excessive dripping. It is unk if there was pt involvement, and/or adverse consequences were reported.